Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized for diabetic ketoacidosis on (B)(6) 2014. She thought she had a stomach virus and was sick, but actually her blood glucose was going high. When her blood glucose did not come down, she called 911. Customer's blood glucose was 379 mg/dl when admitted, but it went as high as 522 mg/dl. She was treated with insulin and fluids. She experienced stomach cramps, vomiting, and weakness. Customer declined troubleshooting the device because she has since received a new insulin pump. Nothing further reported.